Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump powered on and displayed the verify screen. During testing, the audible tones alarm and vibratory alarm functioned appropriately. The complaint of of the audible tone having quiet sounds was not duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the audio tones were quieter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.